Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer stated that the up button on the insulin pump was sticking when attempting to bolus. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further info reported.